Event description:
A letter dated september 8, 1997 was rec'd by kimberly-clark corp on or about 9/12/1997, in which it was reported that the pt died 28 days after being admitted to a hosp with a diagnosis of toxic shock syndrome (tss). It was reported that the pt was in the third day of her menstrual period, having began menstruation on march 16, 1996, when severe flu-like symptoms were experienced. The letter states that she was using super absorbency tampons at the time of the onset of her illlness.